Event description:
It was reported that the device illuminated the service indication and logged an event code in the memory. Physio-control evaluated the device and verified the reported problem. Physio-control replaced the main pcb assembly and observed proper device operation through functional and performance testing. Further evaluation of the removed main pcb assembly found a malfunction that logged the event code and disabled the device from delivering defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the cause for the event code and critical malfunction was determined to be an electrically open transformer, designator t3. The device was repaired and returned to the customer for use.